Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis event. During hospitalization, the patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The patient was discharged nine days after hospitalization. On the same day of discharge, the patient began treatment with vancomycin (intraperitoneally, 2 grams, every five days for three total doses) for the peritonitis. Vancomycin therapy was ongoing. Pd therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.